Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the main power supply was defective and replaced it. The cause of smoke being emitted from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The operator powered down the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.